Event description:
It was reported that the door of the aseptic housing was broken off during surgery at user facility. The procedure was completed successfully using back-up equipment. Nothing fell on the surgical site. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, broken door, was confirmed. The hinge was broken most likely due to the housing being dropped or exposed to impact. Device was placed in parts retention.